Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that multiple drawer failures, drawer recovered, row d of cubies not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 5-1 row d not detected on bus. The field service engineer stated that it was a repeated issue, replaced the cubie tray and updated the firmware on new parts. The fse sated that there was minor delay in dispensing medications to the patient. The system functioned as intended after the field service engineer troubleshot the device.